Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-03. H6: investigation summary five photos and three loose 5ml syringes (p/n 309646) were received. Two were in a bag labeled to be from batch #0323703 with extra caps applied by the customer, one was in a bag labeled to be from batch #0351011. The samples were visually evaluated. The two samples from batch #0323703 were observed to have a loose strand of gray foreign matter in the fluid path. The sample from batch #0351011 was observed in the photo to have a similar piece of foreign matter present in the fluid path. Fourier transform infrared spectroscopy (ftir) analysis was performed on all samples and the likely composition was determined to most likely be polyethylene. Interviews with maintenance technicians were performed as part of this investigation. The marking and assembly machine were also evaluated to determine possible locations for the foreign matter to be introduced. A like material could not be found inside the assembly machine and current operation was verified to ensure part quality. Nor was a like material found in the stopper preparation process. It was noted that since these particles were inside the fluid path and on the stopper, it is likely the foreign matter was picked up during the stopper feeding process and assembled to the syringe. It should be noted that stopper feeder rails are cleaned regularly as a part of normal operations. Potential root cause for the foreign matter defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batches #0351011 and #0323703 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. The following information was provided by the initial reporter: "we have had found foreign particle inside a brand new syringe in the past.today, we have come across of that again."

Manufacturer narrative:
The following fields were updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0351011 d.4. Medical device expiration date: 2025-11-30 h.4. Device manufacture date: 2020-12-16 d.4. Medical device lot #: 0323703 d.4. Medical device expiration date: 2025-10-31 h.4. Device manufacture date: 2020-11-18

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. The following information was provided by the initial reporter: "we have had found foreign particle inside a brand new syringe in the past.today, we have come across of that again."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. The following information was provided by the initial reporter: "we have had found foreign particle inside a brand new syringe in the past. Today, we have come across of that again."